Manufacturer narrative:
The reported complaint was confirmed by the user facility's biomedical engineer's observation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user facility's biomed attempted a second calibration but it failed. He replaced the o2 sensor and the problem remained. Per the manufacturer's technical support instruction, he checked port connection of the o2 sensors. The jack connection on the sensor was not tight. He installed a second o2 sensor, which resolved the problem.

Event description:
It was reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) would not calibrate and an error message was displayed. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use only electronic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). Connected the epgs to o2 and air, entered a perfusion screen on the ccm. After the 15-minute warm-up period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.64 volts, which is within the specification of .55-2.758 volts. Calibrated the epgs five times with no failure occurring. Operated the epgs for two hours through its range of air flow and o2% with no failure occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.